Manufacturer narrative:
Investigation summary: this complaint is for incorrect mic results when using panel phoenix nmic/ID-481 (catalog number 449517) batch number unknown. Phoenix generated lab reports and customer returns were not available for the investigation. The batch number was not provided; this complaint is not confirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (proteus mirabilis) had a mic failure for the drug amikacin. The user stated the result was intermediate and that confirmatory testing was performed. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate (proteus mirabilis) had a mic failure for the drug amikacin. The user stated the result was intermediate and that confirmatory testing was performed. No health impact or consequence reported.